Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes and low impedance measurements of less than 200 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that isometrics were performed which did not reproduce any issues. There have been no interventions planned or performed, and the patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.